Event description:
It was reported that the patient had an inappropriate shock. The shock induced an arrhythmia that was difficult to concert. The patient experienced some angina and went to the hospital to have the system checked. The hospital was unable to find the shock electrograms. The system was then programmed off and the patient received a backup vest. The patient will be scheduled for a replacement. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.